Event description:
Medtronic therapy consultant reported the pt had gone through a theft detector at walmart and it "messed pt's device up". He had to make the case positive and the #2 and #3 negative to get stimulation down pt's leg. Pt is reported to be doing fine.